Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was noted that perforation had also occurred and pleural effusion was observed. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.